Event description:
A report was received that when the patient woke up after her permanent implant, she was experiencing new leg pain and bladder incontinence. CT scan was done and revealed some abnormalities. The patient underwent explant procedure and the patient¿s symptoms were resolved after removal of the system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit. Model #: sc-4316, lot#: 16204900, description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.